Event description:
It was reported a patient developed a pressure ulcer to the left buttock while utilizing a progressa bed. The wound to the left buttock is unstageable at this time as it is covered with yellowish slough tissue, which is indicative of full-thickness stage 3 or stage 4 pressure ulcer. The wound is being treated with mupirocin ointment, vashe wound solution, hydrofera blue dressing, adaptive dressing, tegaderm and remedy cream. The patient¿s mattress is also being replaced. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h6 and h11. Corrected information: b2. Correction made to b2: outcomes attributed to ae. H11: the device was received for evaluation. During functional testing the device passed all necessary testing. The event history log review showed no evidence of the customer reported problem. The device was found to be performing per product specifications. Should additional relevant information become available, a supplemental report will be submitted.